Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a batch/lot number: 1100731292. Model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100721591. Model/catalog description: balloon fgs 61 70 cmh2o. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was dissatisfied with the device due to excess tubing and continued leakage. A surgical procedure was performed in which the cuff was explanted and replaced with a new cuff placed more distally, and the tubing was revised. There were no further patient complications reported.